Event description:
Event description boston scientific received information that with this single chamber device system implanted two months ago, this patient passed out earlier today. The caller is concerned about diaphragmatic stimulation potentially causing oversensing and they are trying to verify using pocket stimulation and isometrics. During isometrics, the caller sees the following markers: p, s, tn. All s markers are closely followed by tn markers. The caller would like more information on the meaning of the markers, and whether the tn marker with noise would cause inhibition. Three days later, the lead was explanted and with verfied higher threshold measurements since implant and diaphragmatic stimulation. A new lead was successfully implanted and placed in a more septal position.